Event description:
In 2002, the cryopreserved aortic valve and conduit was implanted into a patient of unknown sex, age, and medical history. According to the report, the sewing ring (aorta) leaked greater than 50%, the suture holes developed into larger holes, and the allograft appeared to "disintegrate" in places. Additionally, the report indicated that the difficulties were not due to technical difficulties. Due to the events indicated above, the surrgeon was required to perform additional over-stitching of the graft. According to the manufacturer's records, the allograft remains implanted.